Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. Hosp reported that at set-up they noticed a loss of pressure, found that the leakage was due to a hole in the tubing of the circuit. The hosp reported that the circuit was immediately replaced and there was no pt involvement.